Event description:
During a craniotomy procedure, one of the cutting blades of the perforator broke off during the surgical procedure. The broken piece was retrieved. There was no report of injury or delay.